Event description:
It was reported that a web device was deployed into an aneurysm without difficulty. It was resheathed and redeployed two times to achieve optimal placement. Three detachment attempts were made with the controller and the device partially detached. The catheter was advanced and used to detach the web from the pusher. There was no intervention. The patient was stable and intact post procedure.

Manufacturer narrative:
Items returned for evaluation: -delivery system (pusher) -web implant 8x5 -introducer -via 27 microcatheter items not returned for evaluation: -dispenser hoop -controller -web implant 6x2 visual analysis of the returned items found the web device returned partially advanced into the via 27 microcatheter, and the hypotube kinked at the hypotube to connector junction. Upon further inspection, it was found that the size of the returned web implant differed from the reported implant size. The web size specified in the reported complaint was 6x2; however, the measurement of the returned web implant was 8x5. Further investigation was conducted to see whether the returned device exhibited a detachment issue. Tested the returned device with an in-house controller and gave red lights. However, the delivery system resistance was measured to be 69.1 (spec= 66-78), which is within specification. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, but the heater coil did not show signs of activation using a detachment controller. The continuity testing failure may be attributed to the kink observed on the hypotube. The reported complaint is non-verifiable as the incorrect device was returned for evaluation. The web size specified in the reported complaint was 6x2; however, the measurement of the returned web implant was 8x5. Without the return and physical evaluation of the reported device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event.

Event description:
It was reported that a web device was deployed into an aneurysm without difficulty. It was resheathed and redeployed two times to achieve optimal placement. Three detachment attempts were made with the controller and the device partially detached. The catheter was advanced and used to detach the web from the pusher. There was no intervention. The patient was stable and intact post procedure.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently ongoing.